Event description:
It was reported that during an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement procedure, the body of the drainage catheter was allegedly deformed by the thread. It was further reported that the drainage catheter was allegedly found to be blocked. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. Three electronic photos were provided for review. The photo shows the clinician holding the drainage catheter. The catheter tube was noted to be bent and folded and the pigtail thread was noted through the bend and twists of the catheter. Therefore, the investigation is confirmed for reported obstruction and deformation issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2026), g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement procedure, the body of the drainage catheter was allegedly deformed by the thread. It was further reported that the drainage catheter was allegedly found to be blocked. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.